Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has recorded a pacemaker mediated tachycardia (pmt) episode. Boston technical services (ts) discussed that pmt appeared to be atrial or sinus driven. In addition, the oversensing was observed on the presenting electrogram (egm). Ts assisted hcp for further trouble shooting and reprogramming. This crt-p remains in service. No adverse patient effects were reported.